Event description:
The customer reported the coulter lh 750 hematology analyzer was generating backwash tank empty errors. While troubleshooting the field service engineer (fse) noticed a leak. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eye wear and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/24/2015. The fse found the instrument was generating backwash tank errors. The fse replaced the actuator for pinch valve vl107b, which repaired the backwash tank errors. The fse also found a crack in the sample port of the differential mixing chamber which was causing a leak. The fse replaced the differential mixing chamber, which repaired the leak. The repairs were verified per established procedures. (B)(4).